Manufacturer narrative:
Method: instrument logs were evaluated as part of the investigation of this complaint.

Event description:
On (B)(6) 2011, (B)(4) microsystems rec'd a complaint from qdx pathology services regarding sub-optimal tissue processing from a protocol(s) run on (B)(6) 2011, using peloris tissue processor (B)(4).